Event description:
It was reported that a patient implanted with a tactra device experienced left side distal erosion. A revision surgery was performed, during which the physician explanted the device and replaced it with grafting material. There were no further patient complications.